Manufacturer narrative:
The cause of the alarm was reported to be a loose connection however the cause of the loose connection was undetermined. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient was connected at the time of the alarm. The patient stated that they believe that the connection was not good because it was leaking. The patient stated that they had already disconnected. The technical service representative (tsr) had the patient close all of the clamps to the bags and patient line, cycle the power on the homechoice twice to clear the alarm, and to advance the device to press go to start. At load the set the patient disconnected all of the supplies and started over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. During a follow-up call, the patient stated that the leak was coming from the connection between the cassette and the transfer set. The hp stated that there was no problem with the transfer set. No additional information is available.